Manufacturer narrative:
MDR 9618003-2023-00265 / initial 1 of 2. This emdr is being submitted for an unknown number of wafers from another one of the two known market unit boxes. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
This emdr is being submitted for an unknown number of wafers from two market unit boxes with unknown lot number. The end user reported that wafer had starter hole off centered and he used them for five days. Other market unit (mu) had only a few wafers with starter hole off centered. He could not quantify the amount from the other two boxes. There was no harm reported. No photograph is available at this time.